Event description:
Revision surgery - due to patient fell and busted her knee open

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00658; 346-10-711, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.